Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer performed a supply change to resolve the issue. Customer's blood glucose (bg) level was between 270 mg/dl and 'high'. Reportedly, customer administered a manual injection to resolve high bg.